Event description:
On november 10, 2009, a doctor reported to sybron implant solutions that a pitt easy abutment fractured.

Manufacturer narrative:
A visual evaluation of the fractured abutment involved in this incident was conducted. It was determined that the cause of the fracture after 15 years in place, was due to loosening. There was no product failure.this is the final report.